Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their stimulation keeps turning off on its own; pt said issue started about a month ago. Pt said the implant and controller were both charged 100%. Pt explained that the stimulation kept turning off by itself and commented that when they increase the stimulation, 'it was not working'. Agent attempted to redirect the pt to their doctor (hcp); however, pt was told by hcp to contact medtronic regarding the issue. Pt said that they were in contact with medtronic rep before but cannot contact them anymore. Pt stated that they were in pain since after they were implanted. Pt commented that 'it's not working' and 'not doing anything', agent understood as the implant was not working. Agent redirected to hcp and medtronic rep to address issue. Agent sent request to medtronic rep in the area to contact the pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They noted that the issue of the stimulation turning off by itself has been solved. The patient mentioned that they still have pain. When asked if the issue was resolved, the patient wrote that the stimulation not turning off, stopped by itself, "but pain still continues."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they will meet with a manufacturer representative (rep) at their healthcare provider (hcp) office on (B)(6) 2025 to discuss. The issue has not been resolved.

Manufacturer narrative:
H6: annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue with the stimulation turning off by itself was resolved; however, the remaining issues continued, they still had pain. They didn¿t know if any further action was planned and patient stated 'doesn¿t seem to be working'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep asked if there was a reason why the therapy could be turning off. Caller reported patient stated they would charge their implantable neurostimulator (ins) before bed, plug in the controller, and in the morning the controller would indicate the therapy was off. Caller said the information they got indicated the actual therapy was off and not the controller itself. Caller did not know if patient recharged regularly and if they let their ins deplete to 0% before charging it. Caller said they would contact the patient and ask.